Manufacturer narrative:
Product ID 37085-40, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v942856, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v895980, implanted: 2012 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported that for about the last two months, the patient had experienced intermittent shocking sensation that manifested as sort of like a ¿tonic contraction¿ causing tingles in the face and hand on the patient¿s left side, which would happen once or twice an hour for a couple of seconds to 10 seconds. There were no falls or accidents reported and current impedance measurements were normal. It was noted that programming was changed from 2.1v to 1.0v and that helped lessen severity and frequency, but did not eliminate.

Event description:
Additional information received reported the system was working properly. Additional information received reported that impedance testing and reprogramming was done. It was noted that no malfunctions were discovered and no interventions were done or planned. It was further noted the patient was doing great and their therapy was working properly. Additional information received reported there were no malfunctions seen and the cause of any issues had not been clearly determined.